Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant correlation issue. Positive coc on single drug test vs negative coc on icup (I-dua-157-013). Single panel iscreen coc showed positive. Icup multidrug test showed negative for coc. Urine is fresh, 90-100 degrees. No confirmatory lab results provided.